Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. During laser extraction of the lv lead the patient developed an effusion that required surgical intervention. The product was explanted. No additional adverse patient effects were reported.